Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. Service technician was unable to verify the reported "vent reset" problem. Found ventilator reset conditions in the event trace. Connected a known good patient circuit and ac adapter. Passed 71.3 hours of extended testing. Passed the initial final test and the initial alarm volume test. Service was unable to duplicate the reported problem during testing and evaluation. The hybrid board will be replaced as a precaution.

Event description:
The customer reported to vyaire medical that the revel ventilator experienced vent reset and it keeps alarming. The customer confirmed that there was no patient involvement associated with the reported event.